Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they alleging insulin pump was under delivering and insulin pump was not working correctly. The customer¿s blood glucose level was over 300 mg/dl at the time of incident. Customer stated that the insulin pump was not delivering the insulin. Customer also experienced high blood glucose level and it was treated with insulin pump and manual injection. Customer stated that they used insulin pump for 3 days with insulin, however insulin pump had a lot of insulin after 3 days and had high blood glucose. Customer stated that the metal piece of battery cap was coming out. The insulin pump and reservoir will not be returned for analysis.